Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer emailed in claiming that the spring on the right side brake broke almost immediately.